Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The device was returned to a third-party service center. The patient has alleged asthma (new or worsening). In addition, foam particles were not observed during the evaluation of the device. Patient also alleged respiratory tract irritation, dizziness and headache. The device was returned to the third-party service center for evaluation. During servicing of the device, dust contamination was found. The device has been repaired. Section g2 and h6 have been updated accordingly. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The device was returned to a third-party service center. The patient has alleged asthma (new or worsening). In addition, foam particles were not observed during the evaluation of the device. Also, patient also alleged respiratory tract irritation, dizziness and headache. At this time, no medical intervention has been reported and no further investigation can be performed. If any additional information is received, a follow up report will be filed.